Event description:
It was reported that the company representative stated that when an external pulse generator (epg) was turned off, it had a self-test error message. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. The error was cleared by removing the battery and reinserting it. The epg was placed back into service and remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).